Manufacturer narrative:
Based on the current information provided, the cause of staple line bleed is unknown. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Advanced stapler logs show the instrument was installed on the system 3 times and fired 3 blue reloads. Excluding 1 aborted clamp on install 2, all clamp attempts and firings were completed successfully. Additionally, the endowrist stapler 45 instrument was used in subsequent procedures with no reported issues. Review of the system lots found there were no errors in the system logs pertaining to this stapler. Section d10: endowrist stapler 45 instrument (part number: 470298 -11/ lot number: t11180426-0021), blue endowrist 45 reloads (part number: 48645b / lot numbers: l10180805-003, l10180523-0268, and l10180805-0019) were used during the procedure.

Event description:
As part of a legal complaint, it was alleged that, on (B)(6), 2018, approximately 2 weeks after undergoing a da vinci assisted right hemicolectomy on (B)(6), 2018, an endowrist stapler 45 instrument in combination with blue endowrist 45 3.5 reloads was used to "remove a polyp in the [patient's] right colon. [The patient] returned to the [hospital] because of blood being present in the colon.¿ the legal complaint further states that the patient subsequently ¿underwent an exploratory laparotomy with colotomy and oversewing of the anastomotic staple line for control of hemorrhage. There was evidence the anastomosis staple line broke open and/or staples failed to deploy and otherwise failed causing a hemorrhage from the anastomotic staple line. The anastomosis was inspected during the procedure and the compromised staple line was oversewn with 3-0 vicryl sutures to control the hemorrhage. [The patient] was discharged on (B)(6), 2018.¿ the legal complaint alleges that ¿the staple line failure caused plaintiff severe injuries and damages. [The patient] did not enjoy any of the benefits of a robotically performed, minimally invasive surgery. Instead, she suffered not one but two open abdominal surgeries, as [the patient] later developed a ventral incisional hernia at the repair surgery incision site. This required another open procedure on (B)(6) 2019 and resulted in the implantation of hernia mesh in plaintiffs abdomen. As a result of these procedures, [the patient] has been left with unsightly and painful abdominal scarring, as well as numbness, tingling, and muscle atrophy in [the] abdomen, particularly around the previous incision sites."